Event description:
It was reported that the guardians noticed an obvious decline of the child's auditory performance after falling down on (B)(6) 2011. Problems of external parts have been ruled out. Testing showed that the device has malfunctioned. The patient was reimplanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.